Event description:
It was reported to covidien on (B)(6) 2012, that a customer used the closurepast catheter, 7f, 100cm. The customer stated that he placed closurefast catheter 2.5cm from the pt's saphenofemoral junction, the registered vascular technologist noticed a thrombus approx 2 cm long - it dislodged and floated into the junction. They removed the catheter and did not continue the procedure. The pt was admitted for dvt, started on lovenox. A hematologist was consulted. The physician stated that pt was on coumadin for intermittent atrial fibrillation.

Manufacturer narrative:
Submit date: 08/23/2012. An investigation is currently underway. Upon completion, the results will be forwarded.